Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer cannot get the patient clearance button to work on universal surgical manipulator (usm) 2. Customer stated that they power cycled and hard cycled, technical support engineer (tse) advised doing a secondary hard cycle but customer did not want to. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, burn marks were found on the axes controller spar button board3 (acsb3), replicating the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing passed within specification. Also, the fiber trend tool was performed and passed. Additionally, the usm linear bearing and top motor housing were inspected and passed. Then, the rolling loop was replaced due to fiber test fail, the carriage cover was replaced due to pushed in light pipes, the carriage top plate was replaced due to damage and the carriage gearbox was replaced due to 22020 found in artemis. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a component failure on the universal surgical manipulator (usm). This issue can be resolved by replacing the part. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).